Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.00mm / 2.0cm / 90cm cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 1 minutes. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.